Event description:
It has been reported to philips the device has an error msg mpmapp.exe please reapply latest software update. No patient involvement.

Manufacturer narrative:
Updated health impact grid, evaluation method code grid , evaluation results code grid, component code grid, conclusion code grids.